Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the control solution test result of 149mg/dl was above the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. An additional test was performed on the test strip vial and the vial failed this test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.